Manufacturer narrative:
(B)(4).

Event description:
The report from (B)(6) stated the tracheostomy tube wsa placed in the patient (B)(6) and on (B)(6) the cuff lost pressure continuously. On (B)(6) patient had "respiratory insufficiency"; and was admitted to the intensive care unit. The tube was removed and replaced. Additional information has been requested.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.